Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the filaments of different sizes were observed under microscope after the implantation of intraocular lens (iol). The filaments were removed at the time of phaco without any inflammation or complications.

Manufacturer narrative:
Two photos were provided of implanted lenses. One was indicated to be an company lens and one was indicated to be a non-company lens. An opaque mark or foreign material is observed. No determination can be made from the photos. The product investigation could not identify a root cause. No determination can be made without physical evaluation of the complaint sample. It is unknown if a qualified lens model/diopter and handpiece were used. The customer indicated the use of company and non-company iols. The manufacturer internal reference number is: (B)(4).